Event description:
On (B)(6) 11, product explanted due to threshold risen from 0.6v to 2.6v. Md elected to replace due to insulation break. (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).